Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system for thoracic aortic dissection. Axillary-axillary artery bypass and coil embolization of the left subclavian artery were performed as the concomitant procedure. On an unknown date in (B)(6) 2020, computed tomography image revealed the flow into the false lumen due to proximal type I endoleak or distal type I endoleak. In middle (B)(6) 2020, it was determined the endoleak was distal type I endoleak by angiography. On (B)(6) 2020, the patient underwent reintervention. An additional stent graft was deployed to extend the device distally. The endleak was resolved and the patient tolerated the procedure. The physician suggested that the enlargement of the originally narrow true lumen contributed to the distal type I endoleak.

Manufacturer narrative:
H6: code 3331 - production records were reviewed. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® tag® conformable thoracic stent graft system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.